Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Provider advised (B)(6) in our sales dept that they received this commode and it is bent a little on one side. No additional information provided.